Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance by getinge field service technician that cardiosave intra-aortic balloon pump (iabp) failed pim. There was no patient involvement reported.

Manufacturer narrative:
This is a duplicate of tw record (B)(4). After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2025-0001338. Please refer to mfg report number 2249723-2025-0001338 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0001345 in your database.

Event description:
Closed cancelled - duplicate complaint of (B)(4).